Event description:
It was reported that after a lead repositioning procedure, the pulse generator exhibited backup operation. The patient had been exposed to electrocautery. After a software download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.